Event description:
Event description guidant received information that ten days after the implant procedure, this ventricular implantable lead displayed loss of capture, and had low impedance measurements in unipolar and bipolar configuration. The insulation was suspected to have been comprimised. The lead position was unknown.